Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown), the device did a reset and rebooted on its own. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. As part of our investigation a site visit was arranged and it was noticed that a telemetry system is installed at their facility with transmitters installed approximately every 20 feet. It is possible that interference from the transmitters could cause the reported malfunction, but we are unable to determine this as root cause. The device was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.